Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) system exhibited high impedance greater than 40,000 ohms on all electrodes 0 through 7, which was identified during an (B)(6) 2025 clinic visit. The individual had experienced poor pain relief from the system since implantation and had been relying on electrodes 8 through 15 for therapy, but this did not provide adequate pain relief. Imaging was conducted to check for lead migration, and results showed that the leads had not migrated. There was no history of falls or trauma that could explain the open circuits. Revision or total explantation of the scs system was being considered. Additional information was received; it was reported the patient was reprogrammed on (B)(6) 2025 on electrodes 8-15 to see if they got pain relief. The device was not explanted and the patient was determining what to do.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.